Event description:
The pt was implanted with a synchromed pump and catheter. The pump was noted to have stopped. The pt underwent explantation of the pump in 2000. The explanted pump was returned to the MFR for analysis.